Event description:
Information received from the field notes that while preparing for an implant, interrogation revealed that the device was in ddd mode and measured data could not be obtained. The marker channels showed atrial pacing without r or v markers. When programmed to vvi mode, markers still showed atrial pacing.